Event description:
The device broke at the tip while inserting the screw into the femoral side of the leg, during an "acl" procedure. The IFU states the starter must be used and recommends the tap to be used when hard bone is identified. In this case neither the starter or the tap was used by the surgeon. The pieces were retrieved by the surgeon resulting in a 10 minute delay.